Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) was programmed to monitor only. The patient was unprotected for a period of time that day until it was reprogrammed back to monitor + therapy. The clinician reported that there was no record that the device was intentionally deactivated. Latitude shows the patient had multiple episodes of ventricular fibrillation (vf) that were appropriately detected but no therapy was delivered as the device was programmed off at the time. The patient spontaneously converted out of vf. To date, there have been no reported adverse patient effects associated with this clinical observation.

Manufacturer narrative:
As of today, the available information suggests this device remains in service without additional complication. If any additional information related to this incident becomes available, this event will be updated. Approximately 26 months later, this device was explanted due to normal elective replacement indicator (eri) battery status and was replaced with another ICD. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.